Event description:
The rptr is calling in reference to an adverse event involving foley catheters. The rptr checked the balloon of the foley prior to insertion and noted no abnormalities. Upon insertion, urine flowed from the catheter. Two days later, the rptr rec'd report from the night shift physician who stated the pt was anuric. The pt had rec'd 80mg of lasix and add'l fluids in an effort to increase urine output. The rptr proceeded to eval the pt and noted a full and distended bladder upon palpation. The catheter was removed and a new catheter inserted. A total of 2.5 liters of urine was drained. Upon inspection of the catheter, the balloon was noted to be off center with the drainage tube to one side of the balloon thus preventing drainage. The rptr noted the pt was elderly, in critical condition, and unable to speak. The rptr feels this situation was an extreme risk to the pt since the administration of add'l lasix or fluids may have ultimately resulted in the rupture of the bladder and possible death if the problem had not been corrected. The rptr has been inspecting catheters more closely prior to insertion and has found 3 catheters out of 10 with the same problem.